Event description:
It was reported that the guide wire was advanced through the left anterior descending (lad) and into a diagonal branch. A stent was deployed in the "lad". During the removal attempt, it was noted that the guide wire broke off down stream, distal to the stent. A snare device was used to successfully retrieve the guide wire tip. No pt effects were reported.